Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4), alleging her onetouch ping enhanced meter was producing an error 1 message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2016 at approximately 4 pm. The patient is on insulin pump therapy. The patient denied altering her normal diabetes management regimen in response to the alleged meter issue. Approximately 30 minutes after the issue began, the patient claimed developing the symptom of thirst. The patient denied receiving medical treatment due to the alleged meter issue. During troubleshooting the csr noted the subject meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.